Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing a guide wire inserted through an introducer needle. The distal end of the guide wire that was exiting the needle bevel had kinked and shows evidence of use but this cannot be determined without the sample to evaluate. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report that the guide wire kinked was confirmed through examination of the customer supplied photo. The image showed the guide wire inserted through the needle bevel. The distal end of the guide wire was kinked; however, the actual complaint sample was not returned for evaluation. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire kinking could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The wire was stocked in the tip of the needle and could not be taken out.

Manufacturer narrative:
Qn# (B)(4). User facility unknown. Potential facility - (B)(6).

Event description:
The wire was stocked in the tip of the needle and could not be taken out.